Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI (B)(4).

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure it was observed that the small battery drive device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the small battery drive device did not move smoothly, the device had foreign substance/debris, heat, a sticky trigger, and component damage. It was noted that the incorrect lubricants were used, and the device became sticky inside and out. This resulted in the handpiece overheating and the triggers not functioning properly. It was further determined that the device failed pretest for general condition, and check for sticky triggers. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.